Event description:
It was reported to medtronic minimed that the customer experienced crack on the corner of the screen and battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1881 was requested, and customer response was the device was returned.

Manufacturer narrative:
Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, serial number label missing, corroded battery tube, and battery cap contact missing. Cosmetic damage was confirmed at the battery compartment. Battery cap contact missing was confirmed during visual inspection. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.